Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the support catheter from the patient, the catheter allegedly detached into several segments. It was further reported that a snare device was used to capture and retrieve all but one of the detached segments. There was no plan to retrieve the detached segment. Patient was reported as asymptomatic.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was returned. The investigation is confirmed for catheter detachment as the device was returned in 4 segments. It is unknown if procedural issues or patient issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the catheter if the shaft has been kinked.

Event description:
It was reported that during removal of the support catheter from the patient, the catheter allegedly detached into several segments. It was further reported that a snare device was used to capture and retrieve all but one of the detached segments. There was no plan to retrieve the detached segment. Patient was reported as asymptomatic.